Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During an anterior tibial aplast procedure on the male pt, while in sub intimal plain of the at, the consultant managed to break back in with the 0.14 hydro and cxi cath. However, the physician was unable to progress any further with the hmw wire. At this point, the physician withdrew the wire; which resulted in the wire fraying and the tip becoming detached distal to the occlusion. They were unable to retrieve the detached part of the wire. It was decided to attempt a different approach to revascularise the area of the foot which required treatment. This approach worked and pt outcome was satisfactory. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.